Manufacturer narrative:
The device was returned for analysis. The reported material separation/shaft was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation/hub was unable to be confirmed however there was a noted handle break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the 7x60mm absolute pro was deployed; however, during removal of the delivery system it became stuck in the sheath. Excessive force was used to pull the device and the shaft separated in the sheath. It should be noted the absolute pro .035 instructions for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although it was noted the physician used excessive force in the attempts to remove the device, this was due to the device interacting with the introducer sheath, therefore the force applied seemed to be a reasonable clinical response to the difficulties. It is possible that the distal end of the introducer sheath was bent or slightly collapsed while in the vessel resulting in resistance with the introducer sheath during retraction of the absolute pro resulting in the reported difficult to remove; however, this could not be confirmed. Manipulation of the device using force likely resulted in the reported/noted material separations (stopper/stabilizer/jacket) and the reported handle separation/noted handle gap. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified right superficial femoral artery. The 7x60mm absolute pro was deployed; however, during removal of the delivery system it became stuck in the sheath. Excessive force was used to pull the device and the shaft separated in the sheath. The separated portion was removed all together when the sheath was removed. Additionally, the handle separated as well. A new unspecified sheath was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. There was no additional information was provided.